Event description:
The customer reported the device would not power up. The customer reported no patient involvement, no patient harm. The manufacturer's field service engineer (fse) found the backup battery aged and failing testing. The fse replaced the backup battery to correct the reported problem. The device passes testing to the specified requirements.